Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an insulin flow block alarm. The customer's blood glucose level was 120-200 mg/dl. The customer reported that they had tried all different lengths. The customer confirmed that insulin was not being reused or mixed, or was expired or denatured. The customer reported that the sited were rotated and inserted into sufficient sub q tissue. Customer stated the tubing was not bent or kinked. Customer stated they had tried all remedies. The customer declined troubleshooting. The insulin pump will not be returned for analysis.